Event description:
It was reported that, "pt had a phacoemulsification of right eye with an intraocular lens implant. Underwent add'l surgery, including cultures of fluid from the right eye. Follow-up md visit. "Dr suspect that this is going to be a sterile endophthalmitis."